Event description:
After inserting the stem into the femur and firmly driving the inner head reported this time, surgeon inserted a bipolar cup and tried to reduce it. Then, the inner head was disengaged from the stem rolled down to the outside. So the head became dirty. The bipolar cup and inner head were raised one size.

Manufacturer narrative:
Reported event: an event regarding seating/locking issues involving an centrax head was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. It was reported that "after inserting the stem into the femur and firmly driving the inner head reported this time, surgeon inserted a bipolar cup and tried to reduce it. Then, the inner head was disengaged from the stem rolled down to the outside.. So the head became dirty. The bipolar cup and inner head were raised one size." A full investigation is completed on the metal head within the same pi. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
After inserting the stem into the femur and firmly driving the inner head reported this time, surgeon inserted a bipolar cup and tried to reduce it. Then, the inner head was disengaged from the stem rolled down to the outside. So the head became dirty. The bipolar cup and inner head were raised one size.